Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope, sheath, and imaging window were kinked, and the imaging window was twisted and torn. Two wires were returned separated from the device. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The diagonal lesion was looped like a corkscrew and was difficult to cross through. During the procedure, the device got stuck with the guidewire and the entire guide catheter and guidewire system were removed. It was noted that the guidewire had an abnormal appearance and that the shaft of the catheter was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The diagonal lesion was looped like a corkscrew and was difficult to cross through. During the procedure, the device got stuck with the guidewire and the entire guide catheter and guidewire system were removed. It was noted that the guidewire had an abnormal appearance and that the shaft of the catheter was damaged. The procedure was completed with another of the same device. No patient complications were reported.